Event description:
A report was received that the patient had an infection at the lead site. The symptom includes drainage at the site. Computerized tomography scan (CT) with contrast confirmed that there was drainage at the lead site. The patient was prescribed antibiotics. The physician believed it was not device or procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator (ipg); model #: sc-4316, lot #: 16637197, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.